Event description:
During colonoscopy, after successful polypectomy, the tip of the snare was being used to cauterize remaining site margins when the snare wire broke. Wire resheathed and removed from scope.